Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that his personal therapy manager (ptm) was slowing down and when he tried to bolus it got to 90% and stopped; it would then take several minutes before it would complete the bolus. The patient stated that could get up to 12 boluses per day. The agent reviewed how to check data usage on the handset. The patient stated that he was scheduled for a pump refill on monday and would clear the data after the pump was updated. Additional information was received from the patient reporting that their software version was 2.0.1700. The cause of the ptm slowing down and stopping at 90% was determined to be due to the data storage being the issue. They stated once cleared it was just like they got it. The issue had since resolved.